Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with unspecified mentor gel breast prostheses when the left breast prosthesis ruptured after implantation. In addition, the patient reported that she was experiencing the following: local pain, joint pain, fatigue, hair loss, food intolerance, skin rashes, ibs, weight gain, implant shell folded, swollen lymph nodes, swelling in hands and feet, migraines, metallic taste, hands changing color, heart palpitations, arms and legs falling asleep, and chronic uti. As a result, the patient underwent bilateral explantation and replacement with mentor memoryshape breast implant 420cc gel breast prostheses on (B)(6) 2017. This medwatch report is for the left breast prosthesis.